Event description:
It was reported prior to using bd bactec¿ peds plus¿/ f culture vials (plastic), an unknown quantity of bottles had adulterated labels. There was no report of patient impact.

Manufacturer narrative:
"Investigation summary: the agemed agency informs the general population that, through special inspections carried out, it has become aware of the commercialization of the bd bactec peds plus/f culture vials (plastic) 40ml and bd bactec plus aerobic/f culture vials 30ml reagents with label adulterated in the place where it declares the lot and expiration date, therefore, agemed does not guarantee compliance with the criteria of quality, safety and/or effectiveness of the reagents. Photos were provided. Bd was unable to reproduce customer experience with bactec¿ product. Retention samples were visually inspected with satisfactory results. Batch history records review did not identify any evidence from which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot numbers and the ¿as reported¿ defect code. The product insert warnings and precautions sections state that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depressed septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. Bd has controls in place to avoid counterfeit bactec vial labels. There is an incoming inspection procedure to verify the vial labels. Labels are inspected by the labeling vision system of each line. A process control technician inspects one (1) case every hour for completeness, legible and correct batch, and expiration date. All bactec vial labels for plastic product are printed with a 2d barcode in the black box where the batch and expiration date are located. An over label is seen in the lot and date section of the vial label in complaint photos. The corners of the labels are smaller and straight as for the current artworks, the labels corner are rounder in shape. Complaint is confirmed based on photos. No corrective actions were required. The product was counterfeited outside of bd cayey. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. "This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483."